Event description:
We have found that 7 of our 22 pca pumps have experienced a break in their power supply power cable in less than 1.5 yrs. They all break at the same location; right at where the strain relief ends.